Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Blood glucose level was 410mg/dl at the time of incident and current blood glucose value is 374mg/dl which was treated with the pump of 5.0u. Customer stated that she was trying to give her self a bolus due to high blood glucose level and with her pump gave a no delivery alarm. Customer reported they contacted their healthcare professional regarding the high blood glucose level. Customer mentioned that they had back up plan available. Customer declined to troubleshoot for high blood glucose levels as well as for no delivery alarm. The insulin pump will not be returned for analysis.